Event description:
It was reported that: 18fr manta was deployed in a tevar procedure. Closure wasn't completed and a cutdown was needed. Cutdown was successful and case was completed. Additional information: during a tevar procedure, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Measured depth for the manta was 3.5+1cm. When advancing the procedure sheaths the stent rep and the vascular surgeon both acknowledged they "popped" the stent catheter into the vessel after difficulty advancing it. They were going from an 18fr dilator to 22fr system. The physician believes that there was a vessel dissection that could have come from this advancement. Pulsatile blood flow was still occurring after manta was deployed so a surgical cutdown was performed where it was discovered that the manta was positioned correctly. When the physician explanted the product, the lock/collagen/footplate were all positioned correctly. The procedure was completed and the patient was reported as fine.

Manufacturer narrative:
Qn#: (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: 18fr manta was deployed in a tevar procedure. Closure wasn't completed and a cutdown was needed. Cutdown was successful and case was completed. Additional information: during a tevar procedure, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Measured depth for the manta was 3.5+1cm. When advancing the procedure sheaths the stent rep and the vascular surgeon both acknowledged they "popped" the stent catheter into the vessel after difficulty advancing it. They were going from an 18fr dilator to 22fr system. The physician believes that there was a vessel dissection that could have come from this advancement. Pulsatile blood flow was still occurring after manta was deployed so a surgical cutdown was performed where it was discovered that the manta was positioned correctly. When the physician explanted the product, the lock/collagen/footplate were all positioned correctly. The procedure was completed and the patient was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tevar procedure, an 18f manta was deployed for closure in the right common femoral artery. A centrally positioned access was gained utilizing ultrasound and micro puncture. The arteriotomy was mildly calcification, with a depth measurement of 3.5cm + 1cm. Issues occurred advancing and withdrawing the procedural sheaths. The vascular surgeon mentioned she "popped" the procedural sheath after encountering difficulty attempting to advance the 18f dilator to the 22f system; believes a dissection could have occurred due to this advancement. The manta was deployed to the measured depth although, following deployment, the access site was bleeding. The surgeon immediately applied pressure on the artery and went directly to a cut-down, minimizing blood loss. During the surgical intervention, the device was explanted although the manta was seen positioned correctly. The patient outcome was fine post-procedure. The root cause of the manta not being effective in creating haemostasis, thus requiring surgical cutdown is likely contributed to arterial damage that occurred during the initial procedure and not from the manta deployment. The device was not returned, there is believed to be no device failure. Risk documentation has been reviewed and this is a known risk of the device. The following potential adverse events associated with the deployment of vascular closure devices have been identified in the manta instructions for use and include perforation of iliofemoral arteries causing bleeding/haemorrhage and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage, vessel laceration or trauma, and late arterial bleeding. The IFU precautions to assess the situation if bleeding from the femoral access site persists after the use of the manta device. Manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain haemostasis are to be used based on the amount of bleeding.